Manufacturer narrative:
No unexpected button error alarms/alerts noted. Intermittent button response on the act button due to corroded keypad traces noted. Cracked lcd window, cracked case at lcd window corners, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and broken belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and a black circle on the display. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 202 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.